Manufacturer narrative:
Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19. Device photo evaluation: device photograph(s) for the device related to the reported event of rupture and cancer breast -ndr was reviewed on 16-june-2020. Visual analysis of the photographs identified; device is seen ruptured. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports right side rupture. Patient had breast cancer prior to implanting of the device. The device remains implanted.